Manufacturer narrative:
Evaluation summary: surgical notes from when the device was implanted were reviewed and did not note any complications. Surgical notes from the revision were also reviewed noting that the stem was easily removed. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Evaluation: the manufacturing records of the stem were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, (B)(4). Considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain and loosening.